Event description:
Removed electrode from infants head at (B)(6).

Manufacturer narrative:
When the baby was (B)(6), it was noted that the tip of the fetal scalp electrode had broken off and was still in the infant's scalp. It was removed. Investigation of the device indicated that the most likely root cause of the incident was that the device was over-torqued upon insertion.